Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and the sleeve head.

Event description:
The event occurred during implant. A couple of different positions were tried with bad r-wave detection and high thresholds (the lead was fixated correctly, without experiencing problems retracting/extending the helix). When trying in the 3rd occasion, the helix couldn't be extended. The lead was extracted and the doctor tried once again to extend the helix (outside the patient), but he was unable to do it. Another lead was used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.